Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was damaged with the 0-ring showing at the time of power interruption. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: review of the black box data revealed records of pump rebooting. The battery compartment was confirmed to be cracked as alleged. The returned battery cap was unable to secure properly to the pump due to the threads being stripped. With the damaged battery cap on the pump, the pump was unable to power on. A test cap was able to fit securely on the pump. With the test battery cap in place, the pump powered on and was exercised for 12 hours without any loss of power occurring. Investigation confirmed a power issue due to the use of a damaged battery cap.